Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found all the coils passed testing on the tester. The mat was plugged into the console detected sponges. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit's sponge count detection was inaccurate. There was no patient injury.